Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. No return could be obtained because the patient discarded the complaint device.

Event description:
The patient reported exposed wires of the power cord. The cord was replaced and there were no adverse consequences reported by the patient.